Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high and low blood glucose. Customer's blood glucose reading at the time of hospitalization was 400 mg/dl. Customer blood glucose drop as low as 26 mg/dl while he was hospitalized. Caller stated that the customer was treating off the sensor reading not the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.